Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated and the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation system being used for a cranial resection. The caller indicated that the touch functionality was no working on the surgeon monitor. The site reseated the cables, but it would not function. The system was later tested and the issue could not be replicated. The delay in surgery was reported as less than one hour and there was no change in patient outcome as a result of this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the mouse and keyboard worked without issue. Additionally, the touch screen was noted to regain functionality without intervention from the user.